Event description:
It was reported that pump displayed malfunction message with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurring malfunction code, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.